Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary ==> this complaint file was opened to document complaints derived through a journal article review. The journal article review indicated depuy mitek product failure(s). No patient name or contact information was provided, therefore no follow up can be completed at this time. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Given that no lot number was provided, a manufacturing record evaluation (mre) or sterile load review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). UDI: unknown. The UDI is unknown at this time.

Event description:
This file is a review of the following journal article: hirata, m., et al (2014) treatment results from an arthroscopic rotator cuff repair using the suture bridge technique. The journal of the central japan association of orthopaedic surgery & traumatology, vol. 57, pages 843-844. (Japan). The study emphasizes on the evaluation of the post-operative treatment results from arcr while using the suture bridge technique. The patients evaluated on course of this study: 72 patients. The article describes the following procedure: arthroscopic rotator cuff repair. The devices involved were: unk-implant (versalok).